Event description:
Found on floor beneath legs of e-z lift. Had laceration from below lt ear to mid chin along jawline. Found blood & pieces of skin on lift cross bar. Probably fell into crossbar. Injury necessitated trip to the emergency room via ambulance for sutures. End of cross bar & entire bar is metal end has sharp /flat edges.